Event description:
Pt was implanted with the lagb system. A leak in the tubing was diagnosed. Removal and replacement of access port was performed. Follow up findings: leakage at or near the stainless steel tubing connector.